Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported high blood glucose. Troubleshooting was done for high blood glucose. Customer's blood glucose was 518 mg/dl. Customer treated 25 units through manual injection. After the troubleshoot, it was found that customer's date was one day off, customer was using cold insulin and educated the customer on the issues of cold insulin can caused. Customer did not have tubing clamp, we will be sending tubing clamp and will call back to run high pressure test. Customer stated will report back for serter and sensor issues. No further information provided.